Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that after a patient was injected in the lips and marionette lines, with 2 syringes of juvederm vollure xc, ¿on last week the patient noticed their lips had swelled up and got worse and worse, then 2 days later, the patient had very hard nodules, was very swollen, and in the mornings, the swelling is even more swollen and painful, and hard to the touch, at the injection sites.¿ no treatment has been provided at this time. Events are ongoing at this time. Symptoms began 6 days after injection.